Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus); needing over 8 pads per day. A replacement surgery was performed. Upon explant, fluid loss was identified due to a hole in the tubing of the cuff. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.